Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The log file revealed that the safety software of the device detected an implausible difference between expiratory and inspiratory pressure. Consequently, the alarm messages ¿device failure¿ and "airway pressure low" were issued and the device performed a pressure release. Later the device was switched into standby mode by the user. This situation corresponds with a disconnection in the breathing circuit. The device was tested by the dräger service and confirmed to be operating as per manufacturer´s specification. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. In case the measurements are implausible adequate alarm messages will be posted to inform the user. In case of a complete loss of function, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Corresponding visual and acoustical alarms will be activated. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified to a significant difference between expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that on (B)(6) 2025, at 10:30 p.m., the ventilator reportedly displayed a ¿failure¿ message on the screen. No patient consequences reported. Nevertheless, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that on (B)(6) 2025, at 10:30 p.m., the ventilator reportedly displayed a ¿failure¿ message on the screen. No patient consequences reported. Nevertheless, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.